Event description:
Customer reported via phone call to be a brittle diabetic and had experienced high and low blood glucose which caused hospitalization. Customer reported that paramedics had to break door down due to having very low blood glucose. Customer was in need of emergency sensors due to being down to one sensor. Customer reported that one sensor was changed prematurely due to calibration error. Customer was advised that three sensors would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.